Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) gauge is reading empty with new tank. There was no patient involved.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
Corrected data: b5. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during a routine instrument check out, the cs300 intra-aortic balloon pump (iabp) gauge is reading empty with new tank. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, g7, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h10. A getinge field service engineer (fse) confirmed what customer reported that "gauge is reading empty w/ new tank. ¿upon my initial inspection noticed that unit display did show an almost empty helium tank in the clinical application. The helium tank gauge on the outside of the unit properly corresponds to the indicator in the clinical application. When I removed the tank from the instrument, the low helium alarmed as it should. When I reinstalled the tank and opened the valve for helium, I could hear a slight gas leak coming from the gasket area. I tightened the knob a little more and the leak stopped. Verified again in the clinical app helium level was consistent. I verified that the service menu pneumatic page could give a consistent psi reading of the amount of helium in the tank. As well as the external gauge. During the troubleshooting when I removed the tank. I did notice that there was a green plastic gasket between bottle and instrument. The green gasket is supplied with new tanks from local gas distributor. However, these green gaskets are not approved for use with our instruments. These gaskets are known to cause leaks. Customer gave me a new helium tank to install. I removed unapproved gasket and installed getinge gasket (0348-00-0185). Verified that new tank shows proper level on external gauge, in the service menu pneumatic page x4, and the helium icon in clinical application. Returned to the service and performed helium tank calibration. Successful message from the software noted that the calibration is within specifications. Monitored that x4 transducer psi in the service menu for 30 minutes to verify that unit did not lose any helium. Psi reading remained consistent. Confirmed that most likely cause of failure is the wrong gasket that seals tank to the instrument connection point. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer. There was no patient involved.